Manufacturer narrative:
On (B)(6) 2020, it was found that g.5. PMA/ 510(k) was filled in incorrectly on the previous report. The field has been updated to unk. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a revision breast augmentation with two unspecified mentor textured gel breast implants and experienced postoperative autoimmune disorder. The patient suffered several unexplained systemic symptoms, including left-sided soft lump, difficulty breathing, auto immune issues, relapsing polyehondritis, swollen cartilage, vertigo, dizziness, add, headaches, migraines, allergies, urinary pain, and lichen sclerosis. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The patient is planning to undergo bilateral removal and replacement with unspecified gel breast implants. At the time of this report, mentor has received no information regarding an expected explantation date. If additional information is received in the future, a supplemental report will be submitted. This report is for the left-sided prosthesis.